Event description:
It was reported that the patient¿s blood glucose level increased to 16 mmol/l (288 mg/dl) while using the pod for approximately 49 to 71 hours. Upon removal from the infusion site on the arm, the pod¿s cannula was observed to be bent. The patient reported that the pod was causing discomfort, prompting to remove it. The patient also noted that the skin at the infusion site was swollen and that the pod was leaking insulin. As part of treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.